Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The pt had presented to the hosp with angina. The left anterior descending artery (lad) was pre dilated with a 3.0 x 20 mm balloon. The physician placed a taxus express2 3.0 x 28 mm drug eluting stent into the lad which vessel size was 3.5 mm (diameter). It was fully deployed at 12 atms and then completely deflated. Following the stent deployment the physician noted some difficulties in retieving the stent delivery system. During this action a perforation occurred at the distal area of the vessel with the guidant bmw guidewire. Without injury to the pt, the dissection was treated with a "perforation solving technique." The stent delivery system was successfully removed with force. The vessel was then post dilated with a 3.0 x 8 mm balloon. The final stent position was well positioned and well apposed. The pt condition was reported as good/satisfactory.